Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Method: actual device evaluated. Result: wear problem. Conclusions: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: equipment serviced by non-pentax facility, bending rubber non-pentax material, distal cap missing silicone, insertion tube non-pentax technique, leak at bending rubber glue (distal body side), failed wet leak test, failed dry leak test, air/ water socket cylinder o-ring chipped, customer complaint confirmed, operation channel twisted in bending section, scope case lock damaged, fluid invasion not observed in pve connector, fluid invasion not observed in control body, segment screws missing at distal end, several cuts on ccd wire cover. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user (B)(6) 2017. Parts replaced: o-rings and seals, air/water tube, deflector operating wire, operation channel, adjusting collar, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, connecting receptacle(2), connecting receptacle (3), carrying case, distal case/cap, distal end w/ccd-m imp-t pb-free/nt.